Event description:
It was reported that the customer requested help in programming the insulin pump with new settings. The customer stated that she was using a different type of insulin. The customer's blood glucose was 405 mg/dl. The customer treated herself with manual injections. The customer mentioned receiving a low reservoir notification. Assisted customer in doing a complete set change and programming the bolus wizard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.